Event description:
Per the clinic, the patient experienced tissue distress at the implant site and subsequently underwent a skin flap revision surgery under general anesthesia on (B)(6) 2025. However, the patient later experienced an extrusion of the implanted device and developed tissue distress over the magnet and transducer site. The device was ultimately explanted on (B)(6) 2025 and there are no plans to reimplant the patient with a new device as of the date of this report.